Manufacturer narrative:
Additional manufacturer narrative - the reported device has not be returned to manufacturer. Without receipt of the device or additional records the reported explant cannot be investigated and a root cause cannot be establishes. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information provided by hcp indicates valve was explanted due to severe prosthetic valve aortic insufficiency. The op note described the valve as "it appeared that a portion of the valve had detached from the strut at the right and non-coronary leaflets and the portion of the valve came apart here, the reminders of the leaflets look thickened but otherwise appeared normal...." Patient was reported as critical but stable condition.

Manufacturer narrative:
(B)(4). Torn leaflet.

Event description:
Edwards received information that a 29mm bioprosthetic aortic valve, implanted approximately nine (9) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with another pericardial valve. There are no adverse events reported following re-op.